Event description:
It was reported that during a test phase of a study, a percutaneous extension wire had cracked and split into two pieces. The issue was noticed during a dressing change. The extension was replaced and the pt had recovered without sequela. It was noted that the broken extension was not returned to the MFR.

Manufacturer narrative:
(B)(4).